Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted the cutter tips are broken, and one of the distal tips of the shafts are bent of both devices. The cutter tips detailed in the event description were not returned for investigation. The observed condition is most likely the result of leveraging the device during use. The cause remains undetermined.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-1204as-95 flipcutter¿ iis during retro drilling the blade of the flipcutter broke off. This occurred during use, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.